Event description:
It was reported that during pre-surgery testing, it was observed that water was coming out of the motor device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that flex circuit failed. It was determined that this was due to immersion and sterilization procedures. Therefore, the reported condition was confirmed. It was further determined that the cleaning and/or sterilization procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.